Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported that a patient went to the clinic after 8 days of cephalea and walking problems. The patient was reported to be ataxic in which the CT scan shows dilatation of the ventricular system and active hydrocephalus. She was taken to surgery to check the shunt system and they found that the shunt was not working. They replaced the shunt and the postoperative evolution was positive.